Event description:
Md closing fascia with a o ctx loop pds ii. The ctx needle broke while closing. This was a clean break with both pieces recovered. The needle and suture were removed from the field and replaced with a new intact needle and suture. The broken needle was retained for inspection.